Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected replace battery now alarm or power loss alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had replace battery now alarm. The customer¿s blood glucose level was unknown. The customer that they changed the battery and had replace battery now alarm. The customer reported that they did not receive a low battery alert prior to the replace battery now alarm. The customer stated that they had second occurrence of replace battery now without a low battery warning. The customer was advised the pump will need to be replaced. The customer was advised to monitor the pump and call back if the error recurs. The insulin pump will be returned for analysis.